Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Per call from patient the whole spinal cord stimulator has been explanted already because it is not working properly.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they had their implantable neurostimulator (ins) taken out as it did not work. They state they had another battery implanted which was also removed as it did not work. They state all their devices were returned to their hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (b)(60 2016, product type: lead; product ID 977a260, serial# (B)(6) implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient did not have an ins and they had replaced it with a sciatic nerve stimulator which did not work and they removed it. The patient left the device with the hospital and they had no further information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient stated they had their implant removed years ago because it was not working. The pt stated they got a letter asking them to fill out a letter. Patient stated they had their implant removed years ago because it was not working properly. Patient did not know when the implant stopped working. Patient mentioned they had the implant for a month and it did not work so they went back in and they took the battery thing out and put a new one in. When they came home and it didn't work again so they wanted to put another one in and the patient said no two's enough so they gave them the equipment and they haven't talked to them since. Agent reviewed with patient that they can fill out the letter and send it back. 1. What steps were taken to resolve the system not working - removed 2. Has this issue been resolved- pt stated yes because it has been explanted 3. Status of the device- pt stated it had been explanted.